Event description:
It was reported that the patient experienced a systemic (B)(6) infection approximately two years after implant of their cardiac resynchronization therapy pacemaker (crt-p) device. The cardiac resynchronization therapy pacemaker (crt-p) system was removed. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.